Event description:
Rptr performed blood glucose test with a results of 301 and 190 mg/dl, respectively. Control solution test was 111, 116(95-143) mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8